Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, the instrument had been loaded with the appropriate surgical suture. The suture was passed through the tissue once and then while closing through the second part of tissue, the needle broke off in the middle.